Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module had constant alarms that were unable to be silenced. A clicking sound was also heard coming from the unit and an amber ac status light was observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of constant alarms, a clicking noise, and the ac power indicator on the power module illuminating yellow was confirmed via analysis of the returned power module. The returned power module was evaluated by service depot. During testing, the returned unit was powered on and upon powering on the unit the ac indicator illuminated yellow and a clicking noise could be returned from the unit. The unit was disassembled to inspect the internal components, and the issue was isolated to the power supply printed circuit board (pcb). It was also revealed that the power module backup battery was in a depleted state of charge; this would result in the reported constant alarms. Multiple attempts were made to obtain a purchase order for the repair of the damaged unit; however, no response was received. The unit was returned to the customer site in an unrepaired state and labeled ¿not for human use¿. The backup battery was forwarded to product performance engineering (ppe) for further analysis. The returned backup battery was installed in a known working test power module and upon powering on the system, a yellow wrench advisory and red battery alarm activated due to the battery being in a depleted state. The battery was then fully charged by manually charging the battery; however, the alarms still activated upon reconnecting the battery to the test unit. It was determined that the battery was unable to support the system. The battery was manufactured on 07sep2021 and has a use by date of 31aug2024. Per the device history records, the battery was shipped to the customer on 29sep2021. The date of the reported event was 18jul2023; therefore, the battery was received prior to it exceeding its use by date. The root cause of the reported constant alarms could not be conclusively determined through this analysis. The reported event of a clicking noise and the ac power indicator illuminating yellow was determined to be due to an issue with the power supply pcb; however, a root cause for the damage could not be conclusively determined through this analysis. Incidental findings: damage to the internal battery clip and internal battery bracket. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 03jun2014. Battery inspection data was reviewed for the 12v sla backup battery revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 29sep2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate power module instructions for use under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.